Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v268042, implanted: (B)(6) 2009, product type: lead. Product ID: 3889-28, lot# v268042, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the loss of therapeutic effect was due to battery depletion. It was unknown if the lead was discarded or if it could be returned to the manufacturer for analysis. The patient recovered without permanent impairment.

Manufacturer narrative:
Analysis of interstim ii s/n (B)(4) resulted in no significant anomaly.

Event description:
It was reported the patient¿s stimulator was being replaced due to normal battery depletion. Impedance testing was also performed. The lead was replaced due to a loss of therapeutic effect. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.